Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: review of the log file data provided by the account did not reveal any vad-related issues. The submitted log file contained data spanning from (B)(6) 2019 at 07:36:32 to (B)(6) 2019 at 14:00:19, per the timestamp. On (B)(6) 2019 at 13:59:17 a driveline disconnect event, with associated alarms, was captured and appeared consistent with the account¿s report that patient switched their primary system controller without calling them first. Prior to the system controller exchange the vad operated at the fixed speed without issue. The patient remained ongoing on (B)(6) until they expired (reported under MFR # 2916596-2019-04552). The heartmate ii lvas patient handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ this document, as well as the heartmate ii lvas IFU, covers all system controller alarms, as well as the appropriate associated actions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced unknown alarms and performed a system controller exchange at home. The hospital noted a pump off alarm and speed 7410 which was confirmed via log file review at the end of the log file. No further information provided.